Manufacturer narrative:
Complaint no: (B)(4). As the device was not returned for analysis, no evaluation could be performed. Proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿ which is shipped with every homechoice device. The guide warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. A formal review of the label for the product family will be conducted. Should relevant additional information become available, a follow-up report will be submitted.

Event description:
It was reported that a patient reused single-use supplies during dwell cycle one of peritoneal dialysis therapy. The caregiver had changed out the cassette, but did not change the bags. The patient was connected at the time of the event. The technical services representative instructed the caregiver to start therapy over using all new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.